Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose was 600 mg/dl. Customer administered a manual insulin injection to address elevated bg. The customer continued to use the pump for insulin therapy.